Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the centrifugal controller unit to function as intended.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. The unit operated to the manufacturer's specifications. The reported complaint was confirmed through data log analysis. It has been determined that the failure was due to the end-user creating backflow situations. When the pump is in a stopped state, it will not respond to speed changes. The end-user at that point would need to engage either the icon on the central control monitor (ccm) or the start/stop button and resume forward flow by increasing the revolutions per minute (rpm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the clinical engineer who reported the issue, this event occurred to a separate perfusionist several days before the complaint was reported. The field service representative (fsr) was unable to verify the reported complaint. He tested the centrifugal control unit, flow sensing system, air bubble detector (abd), and level sensor systems and was able to create several backflow alarms. All was operating properly and responding appropriately to the controlled changes. The centrifugal control unit (ccu) was replaced as a precaution. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. Per data log analysis, the date the issue occurred was not provided. On (B)(6) 2018 there was a backflow at 10:28 am, six more at 12:24 pm, and one more at l12:30 pm. In all cases the arterial pump speed was reduced right before the backflow(s) occurred. On (B)(6) 2018 only one backflow occurred at 11:59 am. At that time the arterial pump was in a stopped state. There is no indication of an issue with the system in the logs. This complaint is related to (B)(4)/ medwatch #1828100-2018-00623.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a back flow alarm occurred. No other details regarding the nature of this event were provided. Per clinical review: at the time of this clinical review, no additional information on the similar stated incident, regarding an occurrence on a different cpb procedure on a different date, seen by a different perfusionist is available.